Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not securing blades could not be confirmed. However, during evaluation, it was determined that the piston had no rotation (free play) on hear box arm, corrosion on bushing and guide sleeve. It was further noted that the device failed pre-test for saw head ratchet, will not rotate, oscillaton frequency (specification minimum 12,600, maximum: 16, 000 oscillation/minimum, result: 10,984 oscillation/minimum) and saw head heated up unusually. The assignable root cause was determined to be due to failure to follow cleaning, sterilization and/or maintenance procedures per the directions for use. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the battery reciprocator device could not secure the blades. During an in-house engineering evaluation, it was observed that the piston had no rotation (free play) on hear box arm, corrosion on bushing and guide sleeve. It was further noted that the device failed pre-test for saw head ratchet, will not rotate, oscillaton frequency (specification minimum 12,600, maximum: 16, 000 oscillation/minimum, result: 10,984 oscillation/minimum) and saw head heats up unusually during testing. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly